Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that about a month and a half ago noticed a return of symptoms. Patient said that the inconsistency in urination came back like it was before. When patient would get up to go to the bathroom it would all start all over again. When asked, patient said has not had any falls or trauma, and said no changes in diet/fluid intake, supplements/medications or other medical conditions or changes in their stress level. Patient said that they contacted the managing physician's office and reported and spoke with a nurse there that provided programming direction. Patient said has tried all of the programs and still hasn't noticed improvement. Patient said that has noticed now feels stimulation in their lower back instead of the vaginal area and did report this to the nurse. Patient said has increased to the highest setting that can tolerate on one of the programs. The circumstances that led to the reported issue were unknown. Reviewed general programming guidance. Patient to work through all of the other programs, to monitor and track what they notice about the stimulation sensation on each of the programs and symptoms. The patient was redirected to their healthcare provider to schedule device check.